Event description:
Hosp ep staff report that during a procedure an attempt was made to deliver a shock to a pt in v-tack. The pt was connected to the device with disposable was connected to the device with disposable defibrillation electrodes. Reportedly, the device was charged, the defibrillation energy was 'dumped' before the shock key was pressed. The device was charged again and a succesful shock was delivered to the pt. The pt was converted to a normal sinus rhytm. The reporter stated there were no adverse affects to the pt as a result of device operation, just a slight delay in therapy.